Event description:
The patient was complaining of pain and the surgeon determined it was due to the stem loosening. The stem and head were replaced during a revision surgery. Reference MFR # 3005180920-2014-00060.